Event description:
It was reported the pt experienced fever, pain and pus oozing at the implant site. An mrsa infection was reported. The device was explanted and not replaced. The pt recovered without sequela. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.